Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor encoder position error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the alarm was received two days prior to the call. The alarm and its possible causes were explained. The customer refused troubleshooting as they were driving and could not disconnect. The insulin pump will not be returned for analysis.